Manufacturer narrative:
(B)(6). If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when healon product was used in an operation, a white foreign material came out into the patient¿s eye. The foreign material seemed to have come out of healon. The foreign material was removed from the eye and the procedure was completed successfully. There was no health damage, no patient injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: may 3, 2022. Section h3: evaluated by manufacturer: yes . Device evaluation: the returned complaint sample contained a product box and a direction for use (dfu) along with a small plastic bag that contained a needle guard with white/light gray foreign material in it. The cannula was not returned for investigation, but a cannula guard was returned with a material find inside. The fourier transform infrared (ftir) micro-spectroscopic analysis of the material revealed that the material was spectrally similar to a material identified as ¿gray rubber material embedded in the surface of rubber plunger¿. The material is identified as butyl rubber which is the same material used in the gray perforation membrane and the rubber plunger. The probable source of the rubber particle is due to the coring of the rubber perforation membrane during activation of the product at the end user. The presence of a gray rubber coring particle upon expelling healon solution is a known issue and is addressed in the healon pro family products¿ risk assessment and the severity and frequency of the issue is assessed to be correct. Therefore, no further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.